Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 mg/dl and was "unresponsive". Suspected cause was due to having a basal that was too high. Customer's spouse called 911. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with "food, sugar water, and saline" and was discharged the following day with the issue resolved and no permanent damage. Customer updated their pump settings to address the event.